Event description:
It was reported that during implant, the left ventricular (lv) lead failed to advance through the catheter. The physician elected to complete the procedure with a different lead. There were no patient consequences.